Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited shock impedance measurement high out of range greater than 125 ohms. About 145 ohms range was noted at the highest measurement. Technical services (ts) discussed lead calcification build up and suggested troubleshooting and programming options. There was no adverse patient effects reported. The device remains in service.